Manufacturer narrative:
D4 - lot number: reported as 03199140.

Event description:
It was reported that the stent was partially deployed. A carotid monorail wallstent was selected for use in the carotid artery. The target lesion was 80% stenosed with mild calcification and tortuosity. During deployment, the stent could not completely deploy. Approximately 3/4 of the stent was deployed. The stent delivery system was removed with the stent still partially deployed. The procedure was completed with another device, same model. There were no patient complications.

Manufacturer narrative:
D4 - lot number: reported as 03199140. Device eval by MFR: the device was returned, and analysis completed. The device was received with the stent partially deployed on the delivery system. The investigator was unable to deploy the stent due to a separation of the sheath of the device. A visual and tactile inspection of the catheter identified a complete break of the sheath located at the monorail port. The proximal section of the catheter was not returned for analysis. A visual and tactile examination of the tip identified no issues with the tip of the device.

Event description:
It was reported that the stent was partially deployed. A carotid monorail wallstent was selected for use in the carotid artery. The target lesion was 80% stenosed with mild calcification and tortuosity. During deployment, the stent could not completely deploy. Approximately 3/4 of the stent was deployed. The stent delivery system was removed with the stent still partially deployed. The procedure was completed with another device, same model. There were no patient complications.